Event description:
Ous MDR - boston scientific received information that loss of capture was observed on this rv lead leading to the patient having a syncopal episode with no intrinsic rhythm. The device was checked and it was found that the rv pacing threshold had increased and device output was increased to 7v as a result. The rv lead was suspected to have dislodged. A revision procedure was performed but dislodgement could not be confirmed. The rv lead was repositioned successfully without further complication for the patient. There was no suspected issue with the patient's pacemaker and it was noted the patient had been externally defibrillated that day due to atrial fibrillation. No additional adverse patient effects were reported. This system remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.